Manufacturer narrative:
The affected device remained implanted and was not returned for investigation. Therefore the root cause for the fracture can not be determined. Based on statistical evaluation there is no indication for any systematic device related failure. The complaint is added to the complaint trend. If the plate is being someday removed and returned, the complaint will be reopened, an appropriate investigation performed and the result revised.

Event description:
It was reported that: "patient x-ray revealed broken plate. Surgeon decided to keep plate in and not do revision."